Event description:
Boston scientific crm received information that this right ventricular lead experienced fluctuating impedance measurements from month to month. Additionally, there was noise on the ventricular channel. During the lead revision procedure, the physician located a lead fracture. As a result, the lead was surgically abandoned.

Manufacturer narrative:
This lead was surgically abandoned. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.